Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. Battery status was beginning of life (bol) with 3.11 volts. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed and direct measurement of the battery found it was at 2.96 volts. An external power supply was connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this patient heard beeping tones. After interrogating the device, error code 1003 (low battery fault) was observed. The field representative interrogated the device three hours later, and no message was observed. All measurements were normal and within range. A save to disk was sent to technical services (ts) for review. This patient will be followed-up in the near future. There were no adverse patient effects reported. Subsequently, additional information was received that the save to disk was reviewed by engineering. The low voltage fault was confirmed due to 3 daily voltages being below the threshold of 3.025 volts. There were no other suspicious faults or resets stored within device memory. Engineering calculated longevity. The device coulomb counter and power levels are in line with nominal values. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; this is the reason for the fault. The device is malfunctioning. The device was explanted and replaced successfully.

Manufacturer narrative:
This device will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
--